Manufacturer narrative:
(B)(4).

Event description:
Customer reported the heater is not working and does not heat up.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the unit had some dark stains and adhesive on it which would have been inherent to the day to day use in the hospital setting. The unit was inspected for cracks, wire frays, plastic case cracks/fractures, burn areas/wires, damaged power cord strain reliefs. One crack was observed in the rear mount of the neptune. Some lint was observed to be built up in the fan. The unit was gently rotated and then lightly shaken to determine if any loose components might be moving around inside the plastic case. Nothing loose was noted. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test. This failure is indicative of a defective power supply pcb. The on-board power supply pcb was by-passed with a known good power supply pcb and the test was attempted again, this time successfully. A device history record review was performed on the serial number of the returned unit (B)(6) and no relevant findi ngs were identified. Based on the investigation performed, the reported complaint was confirmed. It was determined that the power supply pcb is defective. All units being returned for service will have power supply pcbs replaced.

Event description:
Customer reported the heater is not working and does not heat up.